Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/23/2018. (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.  Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The following information was requested, but unavailable: the patient demographic info: age, gender, weight, bmi at the time of index procedure name of index surgical procedure unknown. The diagnosis and indication for the index surgical procedure? What instruments were used to grasp the needle? Where was the needle grasped during use? Were x-rays performed to localize the needle fragment? What is the size of retained needle piece? In what tissue / structure is the needle piece retained? Are there plans to remove the needle piece? Was the patient treatment altered in any way due to the prolonged surgery time? If yes, please explain. Was there any patient impact (i.e., additional treatment required) and/or adverse patient outcome due to prolonged surgery time? What is physician¿s opinion as to the etiology of or contributing fact what is the patient¿s current status? Will the device involved in the event be returned for analysis?

Event description:
It was reported that the patient underwent laparoscopic surgery on (B)(6) 2018 and barbed suture was used. During the procedure, the needle broke. It took much time to search for the broken piece but finally it could not be found. The surgeon had to complete procedure with new device. The procedure operation time was prolonged about 1 hour. The patient condition is reported as stable. No additional information was available.

Manufacturer narrative:
Actual device was received for analysis. The component was identified as product code (B)(4) suture. A fracture was observed at the tip of the needle. One side of the needle was received, the mating fracture surface was not provided for this evaluation. A scanning electron microscope (sem) was used to examine the fracture surfaces and surrounding area of the needle. The fracture surfaces were examined in multiple locations in order to determine the fracture mode. The evaluation revealed the fracture was composed of microvoid coalescence, which is evidence of a ductile overload failure. Mechanical damage observed coincidental to the fracture provides additional evidence that the failure was induced by mechanical deformation leading to ductile overload. This was a ductile fracture. The evidence of this examination indicates that the breakage occurred at the tip of the needle during use due to tensile overload. There is no evidence of any material flaw or defect that would cause premature failure. In order to avoid this kind of damage the package insert (IFU) cautions: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point.